Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that since 2(B)(6) 022 when they fell and broke their arm, the therapy stopped helping with symptom control. Patient said that has noticed a complete return of symptoms, said when has the urge to void has only about 1-1.5 before completely empties their bladder. Patient said that she has worked through all of the program and increased the setting however that hasn't helped at all with symptom control. Patient said that had post-op follow up appointment with hcp on (B)(6) 2022 and mentioned return of symptoms and fall to hcp however was told that fall wasn't a factor. Patient also said that hcp instructed patient to stop taking bladder medication, myrbetriq. Patient said didn't take medication during the trial but did start up when received implant for hcp's direction. Patient asked for troubleshooting assistance. The patient was redirected to their healthcare provider to further address the issue. Email was sent to field rep to follow up with patient and hcp office to schedule appointment for device check. Additional information was received from the patient. They stated "in december 22, I fell face first and broke my arm. My device had worked wonderfully before the fall and has not worked acceptably since. I have tried many variations of the programs and it makes no difference. The lack of urinary control is horrendous. I also have intermittent searing pain in the lower right quadrant of my body. I am frustrated and believe the device placement has changed since the fall and as a result is not providing stimulation in the proper place. Please help me get back on the right track!"